Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm during bolus. The customer¿s blood glucose level was 132 mg/dl at the time of incident. During troubleshooting, customer was unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection. (B)(4).